Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump was giving them too much insulin. The customer reported that the emergency medical services were called for the low blood glucose. The customer's blood glucose was 24 mg/dl at the time of incident. The customer's blood glucose was 92 mg/dl at the time of call. The customer stated that the emergency medical services treated the low blood glucose. The customer also stated that they treated the low blood glucose with food before the emergency services left. The customer stated that they had low blood glucose in the past which was treated with honey. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.